Manufacturer narrative:
The pump was received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o-ring, cracked belt clip slot and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. The pump was received with blank display due to moisture damage at the electronic assembly.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states there was damage to the reservoir compartment. The customer's blood glucose level at the time of incident was unknown. The customer was advised the pump would have to be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at the electronic assembly. The insulin pump had broken reservoir tube lip, missing reservoir tube o ring and the test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. The insulin pump had minor scratched lcd window, cracked belt clip slot and cracked battery tube threads.